Manufacturer narrative:
A device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. There were two (2) used and heavily contaminated samples returned to the manufacturing site for evaluation. Photos were taken and a visual inspection was completed on the returned samples and confirmed the reported condition. A functional test was not completed as the condition is confirmed visually and the samples are heavily contaminated. As no testing can be completed a root cause or corrective/preventative action (CAPA) cannot be implemented. At this time, there is not enough information and a CAPA will not be initiated.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during use, the unit started leaking at the magnetic strip. The unit tubing came loose and broke off.